Event description:
A journal article was reviewed which included information about this lead. A newborn received an implantable pacemaker and epicardial pacing leads. Ten months after implantation, the patient was admitted with congestive heart failure. The leads were seen to "encircle the heart." During the subsequent cardiac catheterization, the patient collapsed. Resuscitation was tried, but emergency surgery had to be performed, and the patient expired on the sixth postoperative day from severe heart failure. Of note, fetal bradycardia was noticed at 24 weeks of pregnancy. The pregnancy was terminated at 37 weeks by cesarean section. The newborn infant presented with congestive heart failure; and five days after the implantation of the pacemaker system, the patient recovered from the congestive heart failure and was discharged from the hospital at one month of age. Further investigation did not yield any additional information.

Event description:
A journal article was reviewed which included information about this lead. A (B)(6) received an implantable pacemaker and epicardial pacing leads. (B)(6) after implantation, the patient was admitted with congestive heart failure. The leads were seen to "encircle the heart." During the subsequent cardiac catheterization, the patient collapsed. Resuscitation was tried, but emergency surgery had to be performed, and the patient expired on the sixth postoperative day from severe heart failure. Of note, fetal bradycardia was noticed at (B)(6) of pregnancy. The pregnancy was terminated at (B)(6) by cesarean section. The (B)(6) infant presented with congestive heart failure; and five days after the implantation of the pacemaker system, the patient recovered from the congestive heart failure and was discharged from the hospital at (B)(6) of age. Further investigation did not yield any additional information.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This correction report is being submitted to accurately reflect the complaint information.